Manufacturer narrative:
(B)(4). Concomitant medical products: pn: 183046  vanguard cr por fem-rt 62.5 ln: 386450 , pn: 141272  bmet regenx pri tib tray 67mm ln: 024740 , pn: 141314  biomet finned pri stem 40mm ln:478860,  pn: ep-183422 e1 vngd cr tib brg 63/67x12 ln: 309540, pn:42-422561 sig tka gde/mdl set 04-05 ln:108410.  Investigation is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a knee revision 3 years post primary implantation due to broken patella component and metallosis. The patella component and bearing were revised; all other components were found to be well-fixed.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned patella shows the metal pegs have sheared off and the articulating surface shows signs of wear. The root cause of the reported event was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Examination of the provided device photography confirms the material fracture event. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause cannot be definitively determined as the device was not returned for examination. However, previous investigation determined that the most probable root cause was the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been made available at the time of this reporting.

Event description:
It was reported the patient was revised to address metallosis, pain, and swelling secondary to implant fracture in-vivo. No further information has been made available at this time.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.